Event description:
It was reported that the 2600 system had a physicist discrepancy of the field size was too small. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The field size and collimator were adjusted during the service call. The system was tested and found to be working as intended and put back into service.